Manufacturer narrative:
Attempts for the return of the product as well as additional information requests have been made in order to identify the product involved in the reported event. The customer indicated that the product used for this event was discarded and the lot/serial number was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported: nicu staff reports that spo2 readings are intermittent. Changing the adapter cable or the ge trunk cable may resolve the issue. Sensor is also disconnected from the cable. Staff states that they generally obtain a new adapter cable to resolve the issue. No consequences or impact to patient was reported.